Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that a patient during a thrombectomy procedure in which a react-71 catheter and solitaire x were used, the patient mtici did not improve. Two clots were retrieved in the procedure. The baseline mtici score was 0 for clot #1 at the left middle cerebral artery (mca) m2 segment and remained 0 after 2 passes. The baseline mtici score was 2b for clot #2 at the left mca m1 segment at baseline and remained at 2b after 3 passes. The baseline nihss was 7. The site reported that at 24 hours post-procedure, the nihss was 12. It was noted that no change in the tici score and remaining at 0 for clot #1 was due to the calcified plaque in the patient's vessel with tendency to re-occlusion and agitation which was difficult to control due to the patient's respiratory pathology.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reported core-lab- image review for procedure images determined final tici score 2a.

Event description:
Additional information received indicated there was no device malfunction or damage. As verified by the site, the reason was a calci fied plaque in the patient's vessel with tendency for re-occlusion and agitation which was difficult to control due to the patient's respiratory pathology. The last national institutes of health stroke scale (nihss) score was 12.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.